Manufacturer narrative:
The device was returned for analysis. The reported leak and activation failure including expansion failures were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no report of a leak during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling and/or interaction with other devices/anatomy resulted in the noted torn outer member; thus resulting in the reported leak and activation/expansion failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that a 2.25x12mm xience pro a stent delivery system (sds) advanced successfully. The stent failed to deploy, and a leak was noted from the delivery system catheter; the device was removed. During intentional manipulation outside the anatomy, inflation attempts were made again and the leak was seen by the naked eye. An unspecified xience sds was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.